Manufacturer narrative:
Return requested. Medtronic investigation of returned suspect .4mm core fiber 10mm tip is not possible due to the part being returned with blood contamination. No further issues have been reported.

Event description:
A medtronic representative reported that while in a laser induced thermal therapy (litt) procedure, the site found there was a hole in the cooling catheter system (ccs). They did not experience any pixel drop-out during the procedure. The ablation went normally, however, when they removed the ccs at the end of the procedure, they saw blood inside the ccs. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" ( (B)(6)2016). The revised instructions for use (IFU) were also provided with the notification. Visual inspection of the cooling catheter system (ccs) found a red colored liquid and a brown spot/clump proximal to the tip of the ccs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.